Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient. Patient doesn't have all of the information including lab results, exact dates, and history of utis because their personal computer crashed. The utis started in the middle of (B)(6), and after taking the prescribed antibiotics for the utis, the patient would usually be okay for a week after finishing their prescription. Then another uti would occur. The utis occurred every month from (B)(6) up to the month of (B)(6) and there were several times the patient had to go to the emergency room because of the severe pain during the utis. The cause of the reported utis was the lab results would come back showing bacteria in the urine. After the last uti in (B)(6), the patient's primary care physician referred them to a different doctor who ordered some tests. The test results showed that the patient didn't empty their bladder completely, and as a result, bacteria would build up in the urine left in the bladder. The doctor suggested doing a simple test to see if the implant system would work for them. The results were good so it was suggested to go for full implant. The utis were not related to the device which is conflicting information from what was previously reported. No further patient complications have been reported as a result of this event.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that about 3 days after implant the patient was on program 2 and experienced frequency and a "real bad uti" which was resolved at the time of the call. The patient stated that she went to her healthcare provider (hcp) and her hcp "clicked through her programs and none of them were working." The patient clarified that she did not feel any stimulation on the programs, but programs 1 and 4 were not tried. The patient was left on program 3 since meeting with her hcp. The patient stated that her symptoms were better, but has had a constant pain below her right cheek that makes sitting or lying down uncomfortable. The patient stated that her hcp had told her that if her symptoms did not resolve in 2 weeks the patient should contact the manufacturer. Therapy was confirmed to be turned on and set to 1.5 on program 3. The patient was assisted with decreasing stimulation which resolved the uncomfortable stimulation. Patient status is unknown at the time of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the circumstances that led to the overstimulation, lack of stimulation, and the urinary frequency was that the patient was implanted on (B)(6) 2017 and was diagnosed with a uti one week after. They were placed on antibiotics. At that time, the urinary frequency was every 5-10 minutes. After antibiotics, the urinary frequency was hourly. On (B)(6) 2017, they had a follow-up appointment with their urologist. When they told them that they did not feel anything, the urologist changed to program 3 at 1.8 intensity. The device was giving a painful, buzzing sensation which made sitting and sleeping difficult. There was no change in urinary frequency. On (B)(6) 2017, they lowered stimulation to 1.2 and, since that, the painful sensation disappeared and they had times when they could go for two hours between bathroom visits. They noticed that, during times of high stress, the urinary frequency was more hourly.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient supplied their weight at the time of the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.